Event description:
It is reported that a customer experienced high blood glucose of 491 mg/dl. The customer was treated for the high blood glucose with a manual injection. The customer mentioned that she had traveled to (B)(6) recently but is not having issues with their insulin pump. The customer was transferred to the help line for assistance. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.